Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open distal gastrectomy, on the first firing, the device did not fire. The black pusher thumb piece cannot be moved at all. They changed the whole body and cartridge to complete the case.